Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated and the complaint was confirmed through review of radiographic images. Visual examination of pictures provided showed black mass tissue, however, the implants could not be identified within the photographs. The device history records were reviewed and no discrepancies were identified. Per the instructions for use, bone fracture and loosening are known adverse effects of the procedure. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lcck option cemented femoral component size f right catalog #: 00599401692 lot #: 62624085, nexgen distal femoral augment block catalog #: 00599003620 lot #: 62569389, nexgen distal femoral augment block catalog #: 00599003610 lot #: 62687672, nexgen augment block post size f 10mm catalog #: 00599003602 lot #: 62616708. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00052, 0001822565-2021-00054, 0001822565-2021-00055, 0001822565-2021-00056. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening, metallosis and fracture of the femoral medial condyle approximately six (6) years post-operatively. Due to the fracture and effects of metallosis, the surgeon utilized a cement spacer instead of implanting a new femoral component temporarily. Attempts have been made and no additional information is available at this time.